Event description:
A laparoscopic tubal sterilization was being performed with bipolar current. The fallopian tube tissue was torn. The surgeon had heard a strange noise from the generator and a burst of energy was seen prior to the tube being torn. No additional surgery or treatment was necessary and there was no specific pt problem reported.